Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient developed a skin flap infection which was treated with topical antibiotics (date and duration not reported). The patient underwent revision surgery to rotate skin flap, however the issue could not be resolved; subsequently the device was explanted (date not reported).